Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not reveal any damages or defects. Microscopic inspection of the device revealed that the annulus of the burr was damaged not rounded. The damage to the annulus was found to be consistent with continuous interaction between the rotating burr and the rotawire. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of burr stuck on wire and guidewire fracture were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events occurred due to factors encountered during the procedure, such as continuous interaction between the rotating burr and the rotawire at a single point of the rotawire, leading to resistance and wire fracture.

Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr and fractured. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.

Event description:
It was reported that rotaburr was stuck with the rotawire. The target lesion was located in the left coronary artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was reported that the rotawire was stuck with the rotaburr and fractured. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).